Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73l1700623 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when suturing the patient's skin, fired staples were deformed so the user could not suture properly. Therefore, it was replaced by a new unit.

Event description:
It was reported that when suturing the patient's skin, fired staples were deformed so the user could not suture properly. Therefore, it was replaced by a new unit.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the staples are properly aligned. In addition to the stapler, five loose staples were returned. Two of the loose staples were not formed properly which confirms the reported defect. It appears that the staples most likely got misaligned temporarily which prevented two of the clips from forming properly. The stapler was returned with 25 staples left in the cartridge indicating that at least 10 staples have been fired by the end user, including the 5 staples that were returned loose. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly load and close. This was repeated with the same result for the next 2 staples. To simulate skin insertion, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired properly. No functional defects were observed upon functional testing. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the reported issue could not be replicated upon functional inspection. All staples fired properly with no functional issues found. However, two of the loose staples that were returned were not properly formed which indicates that the staples became temporarily misaligned during use. It cannot be determined what caused the staples to misalign and prevent some staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "deformed staples" was confirmed based upon the sample received. Five loose staples were returned, with two of them not properly formed which indicates that the staples became temporarily misaligned during use. The stapler was returned with the staples properly aligned. Upon functional inspection, all staples fired with no functional issues found. The reported issue could not be replicated upon functional inspection. However, the complaint is still confirmed based on the loose staples that were returned. It could not be determined what caused the staples to temporarily misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.